Event description:
It was reported the catheter was being inserted into the pt's subclavian in the intensive care unit. The clinician placed the guide wire and threaded the catheter over the wire w/o any issue. When she attempted to withdraw the wire it "shredded" causing the physician to remove the catheter and wire as one. As a result, a new kit was opened and placed successfully. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4).